Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to elevated pacing impedance on the right ventricular (rv) lead. The impedance rise has been gradual and steady. The capture threshold has also increased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.